Event description:
It was reported that when attempting to remove the nasogastric tube from the pt's stomach, difficulty was encountered. Once removed, a knot was noted in the tube that apparently had caused the difficulty in removing the tube. No pt injury or further complications were reported.

Manufacturer narrative:
One nasogastric tube was received without its original package. There was a knot observed approx. 1-1/2 inches from the tip of the tube. The tubing dimensions were taken and all were found to be within specifications. A review of the manufacturing process found no potential cause for the reported issue. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucous. It is conceivable that once the tube enters the stomach and if the user continues to insert the tube, it can coil upon itself and become tied in a knot possibly during the removal attempt. A review of the complaint history showed no trends on this product with the same issue. The investigation concluded the event is mots likely the result of an unanticipated procedural complication than any known deficiencies in the product or the manufacturing process. Baseline reported previously filed.